Event description:
It was reported the patient underwent pump exchange due to a chronic driveline infection

Manufacturer narrative:
Section b3: event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.